Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI : (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor and controller of the small battery drive device was damaged by fluid. It was noted that the device had insufficient/low power, foreign substance/debris/cleaning/sterilization, contact damage, component damage, the device was unable to be assembled, and the device had a sticky trigger. It was further determined that the device failed pretest for check the cannulation, check triggers, and check the power with the test bench. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.